Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va088yg, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va088yg, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient later reported that physician listing information was requested. Reason why new doctor is needed: patient was dissatisfied with hcp (healthcare provider). Regarding previously reported therapy concerns with interstim , the patient stated today that these concerns were still ongoing.

Event description:
In an attempt to clarify what the patient meant by it was not working well, patient services asked if they meant the device was not helping with their symptoms very well? Per the patient, when both inss were on the left one (njy245251h) was giving pain since implant and it took 6 months to stop hurting when they sat down. They were told by their hcp that it would "bury itself" which apparently it had but the device (njy245251h) gave the patient electric shock once in a while on the left side. The patient had two implants and it was unclear which implant the complaint was against. Reference regulatory report #3004209178-2015-03914 for information regarding the patient's other implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va088yg, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient, patient this event was also reported under manufacturer report #3004209178-2015-03914.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was having a lot of pain in their kidneys, both the back and the front. The pain started six to eight months after they were implanted, in 2014. They had CT scans and x-rays done, but neither were done to check on the device itself. Rather, they were done to look further into the kidneys and they didn¿t find anything. They did meet with a manufacturer representative (rep), but they were nasty to the patient and wasn¿t helpful. They stated that the pain felt like electrical shocks in their back and would continue even when the device was turned off. The patient confirmed that the device was off, per hcp direction. They had four appointments scheduled with the hcp, but they cancelled every time. The therapy helped the incontinence in the beginning, but wasn¿t really helping anymore, starting over a year and a half prior to the report. They didn¿t think it was programmed properly, noting that the rep didn¿t program it very often. They also noted that the inss were moving around in the pocket sites due to losing weight, starting in the summer of 2016. They also had three urinary tract infections (uti), within the year prior to the report, as well. These occurred on (B)(6) 2017, which they were given microbifd for, and the week prior to the report, which they were given amoxycillin for. It was noted that they had a fall about a month prior to the report, but the issues had been going on before then. They were redirected to a hcp to have the device further checked. There were no further complications reported or anticipated.

Manufacturer narrative:
Additional assessment indicated that there is no evidence to suggest that the patient¿s bladder infections are related to the device or therapy. (B)(4).